Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The IFU contains the following statements: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, forming objects or other irregularities.¿. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Considering the year of manufacture of the equipment, there is a possibility of peeling due to deterioration over time. In addition, it is presumed that the phenomenon occurred due to the application of external force such as strong rubbing against the relevant part during normal use including reprocessing. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the user facility via email on 29dec2020. The issue occurred during reprocessing. The date this event is not available. It is not known how the defects and damage occurred. No information was provided regarding reprocessing methods or storage of device. There was no visual deformation noted on the bending section of the scope. A leak test is performed after each use of the scope. It is unknown if the device got stuck in a specific position.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation identified "deep cuts" to the probe unit rubber, broken elements, clogged air/water channel, and scratches on the ultrasound cord. The device was serviced and returned to the user facility. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting"

Event description:
The user facility reported via the service portal ultrasound-specific issues - defects of rotation or bending modules damaged to radial rubber material. The device was returned to olympus for evaluation. During evaluation, the pink probe unit was found to be severely damaged (deep cuts). There was no impact to the patient. It is unknown if the intended procedure was completed.